Event description:
It was reported that versacross access solution was selected for watchman procedure. It was mentioned that when the mechanical guidewire was inserted with versacross dilator over the wire, the mechanical guidewire got stuck into the dilator and it cannot be removed. Thus, the dilator and mechanical guidewire were removed, and the procedure was completed successfully using versacross rf wire. No patient complications were reported. The device is not expected to be returned. The guidewire got kinked and was stuck into the dilator, which made it difficult to remove the guidewire from the dilator. When the guidewire got stuck, the distal tip of the wire was exposed past to the distal end of the dilator.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.